Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -06.00 diopter. The lens was removed. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth. Sex, weight, ethnicity, race, date of event, implant date, and explant date: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -06.00 diopter, in the patient's right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).